Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): helix/lobe distorted/bent, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant; full lead returned and analyzed.

Event description:
It was reported that during implant attempt, when the lead was being pushed through the tricuspid valve, the helix deployed and was bent. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.